Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are currently evaluating the architect i2000 bnp assay and are performing correlation studies with the axsym bnp assay between three different labs within their system. The assay is not "live" on the i2000 platform and no bnp results are being reported from this analyzer. Pt results are only being reported from the axsym platform. The customer states that the study shows that some labs show a positive bias and some show a negative bias. For example, pt #2 generated an axsym result 22 pg/ml with an architect result of 10 pg/ml. A conference call was held with the customer and the customer did not know if samples were centrifuged after thawing and before testing. The customer would like to test fresh samples and make sure that acceptable sample handling techniques are employed. There is no impact to pt management reported.